Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defects were observed. The vial-mate was then reconstituted to a vial, solution bag, and an IV set. The sample was functionally tested and no leaks were observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a vial-mate reconstitution device in which a leak was observed. According to the report, after the medication, ceftriaxone, was activated and the drug was mixed. After the medication was brought back into the bag, it was hung up and connected to the patient. About 5 to 10 minutes after hanging it up, it appeared that the fluid came out of the bag and dripped down the side of the vial-mate and onto the floor. Roughly 25 to 50 ml of the medication was lost. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.